Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that the patient had their implantable neurostimulator (ins) for bladder control therapy implanted on (B)(6) 2016. The patient had been feeling a sharp pain in the vaginal area. The patient had tried decreasing stimulation, but it was still uncomfortable. The patient did not have their patient programmer at the time. The patient was going fine as of (B)(6) 2016. The nurse changed programs with the patient over the phone and the painful stimulation was gone. The consumer further reported that the patient had painful stimulation in the vaginal area that came on suddenly and had a return of symptoms since (B)(6) 2016. There were no trauma or falls that could be related to the issue and the issue was not related to positional movement. The patient did not increase stimulation and had no falls. The patient noted having an upper respiratory infection and they had been coughing a lot. The patient would cough, get painful stimulation, and then had an accident. The patient typically had stimulation set at 3 and it felt like stimulation had increased by itself. The patient was able to use the programmer and verified that stimulation was currently still set at 3 and was turned on. The patient decreasedto 2.9v and the stimulation was no longer painful in the vaginal area. The patient would continue to track their symptoms now that stimulation had been turned down. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.